Event description:
Consumer states that the seat is cracked on both sides. Consumer states she got pinched a couple times but it did break skin.

Manufacturer narrative:
(B)(4) 2015 - this product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration. Should additional information become available, a supplemental record will be filed.